Event description:
In april 1996, the pt was admitted with pulmonary embolism and recurrent tricuspid stenosis. Treatment was intravenous therapy and repeat fluoroscopy showed both leaflets functioning well. In sep 96, pt was seen for same and admitted for repeat thrombolytics, and oct 96, fluoroscopy showed sluggish leaflet movement of the previously immobile leaflet.